Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was showing an error message, "fatal error has occurred on the underlining data source, this could be caused by a network conn prob or hardware issue". The customer confirmed that they tried to perform a station reboot, but issue still persists. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reported issue was not duplicated. A technical support specialist logged on to the station and verified the device was working fine. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a pyxis anesthesia system is showing an error message, "fatal error has occurred on the underlining data source, this could be caused by a network conn prob or hardware issue". The customer confirmed that they tried to perform a station reboot, but issue still persists. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.